Manufacturer narrative:
D4 ¿ primary UDI number: correction. H3 and h6. Codes: updated. Device evaluation: customer reported issue that the unit leaked was unable to be confirmed. Physical damages were confirmed during visual inspection of the device (the battery cover cracked, small knobs were broken and missing end caps, and front panel was bent) and positive end-expiratory pressure (peep) control was out of specification. The cause was determined to be due to user interface. Replaced front panel, battery cover, all broken knobs and installed missing end caps. Reset peep control and continuous positive airway pressure (CPAP) control to tolerance. The device passed functional testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device was leaking, and the dial is cracked. The issue discovered during preventive maintenance. No patient involvement was reported.

Manufacturer narrative:
Date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.